Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv broke off on the access device. The following information was provided by the initial reporter: item is causing issues with nurse and the highlighted piece below is breaking off in the access device¿.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 2ss cv broke off on the access device. The following information was provided by the initial reporter: item is causing issues with nurse and the highlighted piece below is breaking off in the access device¿.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-apr-2023. H6: investigation summary a complaint of male luer breaking off into access device was received from the customer. Two photos were received for investigation. In the photo, the male luer can be seen. No damages or defects could be seen on this male luer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The male luer was cracked. Due to the crack, the male luer was able to slip off the rest of the set. Outer diameter of the ridge on the male luer body measures 0.2205 in diameter. A device history record review could not be performed on model 2420-0007 because the lot number is unknown. The manufacturing plant was notified of this defect, and it was determined this was a supplier issue. The supplier of the male luer component was notified of this defect. Potential root causes of this defect are chemical crazing causing these cracks, damage after the component has left the supplier, or user error.